Event description:
It was reported that the patient had experienced "withdrawal". Per reporter the physician had stopped refilling pumps and patient typically had refills every "3 months or so and that patient went through withdrawal symptoms". Patient had been to the ER on saturday (B)(6) 2012 and was admitted for detox; however it was stated that since the hospital didn't have a detox ward patient was placed in a mental ward. Patient went home after 16 hours but returned as his blood pressure was "too high". It was indicated that the patient was discharged either sunday or monday ((B)(6) 2012). It was added that the patient saw his pcp (primary care physician) on monday for blood work; however pcp didn't assist patient with his pump. It was added that patient was trying to get in touch with the prior refill office to check if the pump could be filled with saline. As of the date of this report a critical alarm was heard; telemetry was not performed. Per reporter the pump either started alarming on (B)(6) 2012 or "had been alarming for about 2, maybe 3 weeks". Pump logs/printouts were not available. Drugs delivered via the device were bupivacaine, morphine (unknown), and octreotide. A follow-up report will be sent if additional information becomes available.

Event description:
Additional follow-up indicated that patient received assistance from her healthcare provider and/ or manufacturer representative and their concerns were resolved.

Event description:
Additional information was received. It was reported that the patient found a new physician to refill his pump. His prior physician stopped doing refills and the patient's pump ran out of medication. The reporter stated that he did not know how much longer the pump may operate as it may have been getting to the end of battery life soon. Also it was reported that the pump was "supposed to be okay" with the amount of medication in it until (B)(6), but the pump had begun to alarm. At the time of report, the patient as with "high pain", but didn't know what course of action to take. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).